Manufacturer narrative:
Date of event: unknown; however, patient reported symptoms immediately following lens implant. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye of a female patient because of a mechanical failure. Reportedly, the incision was enlarged to 4 millimeters, the optic was removed whole and a vitrectomy was performed. No sutures were used and no patient injury was reported. Additional information was received and clarified that mechanical failure meant that the patient failed to adapt to the multifocal optic. The patient reported blurry vision immediately after surgery. After the explant the patient was reported doing great. No further information was provided.

Manufacturer narrative:
Returned to manufacturer on 11/21/2017. The intraocular lens (iol) was returned to the manufacturing site for evaluation, visual inspection of the return sample shows the product is damaged, most probably to make explant possible. Due to the condition of the returned lens, no further investigation was performed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.